Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 12 mg/dl at the time of the incident. The customer was at 98 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as feeling sick and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported hard to press buttons on her pump. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.